Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had alarmed compromised force sensor system. The customer¿s blood glucose level was 21 mmol/l at the time of the incident. The customer also reported that they had received a compromised force sensor system alarm and the pump was not working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or flush drive support disk. Insulin pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised force sensor system alarm.